Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) was initially interrogated and the battery status bar was green and patient data was entered. During the procedure, telemetry was lost with the device for unknown reason. Continued efforts to communicate to the device were unsuccessful. The interrogation was therefore ended. The device was re-interrogated and this time the battery bar was gray. The device was cleared again and session ended. The programmer was turned off for three minutes. Utilizing the same programmer, the device was re-interrogated again and the battery bar remained gray. It was at this time it was determined not to implant the device and an alternate device was utilized. There was no patient involvement.